Event description:
A nurse reported multiple incidents of broken one way valves that caused leakage at the twist clamp. The customer confirmed that the occluder feet were broken on numerous transfer sets. Per the nurse, the white twist clamp would continuously twist and would travel up and down the tubing freely. No samples or lot numbers were available. The nurse stated that she did not want to give out specific pt info, but did state that in one incident of broken occluder feet, the pt suffered from peritonitis. No add'l info is available.

Manufacturer narrative:
There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line.